Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's screen was working intermittently and had to go on shots when it was not functioning. The buttons were sticking frequently and the priming was louder than it used to be. Customer's blood glucose level was not reported. The device was not returned.